Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the most probable root cause is most likely attributable to the underlying health conditions of the patients within the study. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The bmc nephrology (2022) published: "chlorhexidine ¿ a commonly used but often neglected culprit of dialysis associated anaphylactic reactions." . This study presents a case of hemodialysis- associated anaphylactic reaction. The patient developed anaphylactic reaction peri-dialysis and was initially suspected to have dialyser reactions. It investigated in a controlled healthcare setting and possible culprit agents were systemically identified and eliminated. The patient underwent allergy testing and was diagnosed with chlorhexidine allergy. Case: 60-year-old lady with diabetic nephropathy who was started on hemodialysis 8 months ago. She was electively admitted for transposition of her brachiobasilic arteriovenous fistula under general anesthesia. Postoperatively she underwent routine dialysis in the hospital¿s inpatient dialysis center (idc). During the dialysis, she was used with a chlorhexidine cleansing solution (manufacturer: unknown), an fmc f7 hps dialyser (manufacturer: fresenius), a citrate (manufacturer: unknown) catheter locking solution, and a change of exit dressing site was performed using a biopatch (ethicon). However, she turned unwell and developed severe hypotension 2 min into dialysis. Treatment was terminated immediately, and she was transferred to the intensive care unit (ICU) for continuous renal replacement therapy (crrt). On arrival to the ICU, her clinical condition improved spontaneously with no further need for ventilatory or circulatory support. Intermittent hemodialysis was attempted the next day in ICU and it was uneventful. She was then transferred back to the general ward. At 2 days later, dialysis was reattempted at idc. During the dialysis, she was used with a chlorhexidine cleansing solution (manufacturer: unknown), an fmc f7 hps dialyser (manufacturer: fresenius), a citrate catheter locking solution (manufacturer: unknown), and a heparin (manufacturer: unknown) as an anticoagulant and no change of exit site dressing was performed this time. Once again, she developed severe hypotension, hypoxia, and an urticarial rash over her arms and neck. Dialysis was terminated and she was sent back to the ICU. Again, there was an immediate improvement in her clinical status upon arrival to ICU, and her subsequent dialysis session in ICU the day after was unremarkable. During her next dialysis session at idc, the patient was used with a chlorhexidine cleansing solution (manufacturer: unknown), an fmc f7 hps dialyser (manufacturer: fresenius), a citrate (manufacturer: unknown) catheter locking solution, and a change of exit dressing site was performed using a biopatch (ethicon). Unfortunately, she developed hypotension, hypoxia, and generalized urticaria before the dialysis nurses connected her catheter to the dialysis machine. She was emergently treated with intramuscular adrenaline, intravenous hydrocortisone, intravenous diphenhydramine and saline infusion. A skin prick test was performed given the above, and it indicated sensitization to chlorhexidine at various concentrations and dilutions. Following this, there were occasional intradialytic hypotensive episodes that resolved spontaneously and she was able to complete her treatment sessions without the need for further escalation of care or hospitalization. She was discharged with strict instructions to avoid chlorhexidine for all dialysis treatments and has since been doing well. The reported complications included anaphylactic reactions to chlorhexidine which included severe hypotension, hypoxia, and urticaria (n=1). Conclusion; chlorhexidine associated anaphylactic reactions can occur in the peri- dialysis setting and a high index of suspicion is paramount to diagnosis.